Event description:
Mom was in car with patient when she heard his cadd solis pump alarm. Patient uses the cadd solis to deliver tpn (receives 1800 mls over 18 hours). Tpn bad had run dry, but pump said it still had 150 ml left to infuse. Defective cadd solis pump's serial number is (B)(4). Our company exchanged our patient's cadd solis pumps and switched him over to the bodyguard IV pump for his tpn infusions, due to the on-going issues mom has experienced with the pump. Pump was brought back to biomedical department and complaint was verified visually as the tpn bag was completely dry. We will be sending this pump, bag, and tubing back to smiths for further testing.